Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one one unsealed 22ga x 1.00in. Insyte autoguard bc unit from lot number 4004947. A visual inspection was performed and confirmed a piece of the catheter tip was missing. It appears to be a result of a needle spear through based on the pattern of the damage. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, when the adapter is loaded to the grip, it is possible that incorrect equipment settings may cause a catheter spear through. A 100% vision system inspection and quality control plan visual inspections are performed to mitigate the occurrence of this defect. This defect may also occur during insertion or during tip adhesion break. If this had occurred during manufacturing the defect would have been evident before use and the unit would not have been used. Since the unit was received unsealed and used, this possibility cannot be ruled out. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: needle protruded through catheter so unable to advance catheter into vein. Injuries or adverse event: no.